Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause for the removal of the implants is late loosening exacerbated by the patient's poor bone quality. Implant lot and part numbers not known.

Event description:
The patient had left side si joint arthrodesis in 2017 where three implants were placed. The patient had a period of pain relief before complaining about a recurrence of si joint pain. The patient has poor bone health and the implants were not positioned in dense bone. The surgeon suspected late loosening of the implants. He did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the surgeon performed a revision surgery where the caudal positioned implant was removed with chisels. The most superior positioned implant was removed with chisels and replaced with a larger implant of the same type. The middle implant was also solidly fixed in bone and the surgeon broke the tip off the implant removal tool inside the implant. The tip of the tool is safely inside the implant and the surgeon is not concerned about leaving the implant in place. The status of the patient following the revision procedure is not known.